Event description:
Following procedure sternal retractor was returned from field and found to be missing small plastic release mechanism. The field and floor were examined for missing piece by the hospital personal but it was not found. A chest x-ray was taken but the piece was not visible. No pt complications were reported by the user facility.